Manufacturer narrative:
The actual date of death is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer requested alog review to know what was programmed on patient on (B)(6) 2025. It was initially reported there was patient involvement but harm was unknown. Through due diligence attempts, additional information was received. Patient was taken for emergency surgery to repair a transected popliteal artery after suffering a mechanical fall. Post-operatively on return to the ICU, the surgeon ordered a fluid bolus of lactated ringers solution. The clinician programmed the pump to 999 ml/hour. Upon hearing the alarm for air in line, it was discovered that the clinician had programmed that rate of 999ml/hr on the channel that had a fentanyl drip running at 1ml/hour. The patient received the entire bag of fentanyl 2,500 mcg/100ml over approximately 20-30 minutes. Narcan 2mg was administered immediately after the fentanyl administration. The patient was already on a neo synephrine drip to maintain blood pressure, this was titrated up to a max rate of 300 mcg/minute. Levophed drip was added approximately 6 hours after the fentanyl administration. Over the next 6 hours the patient¿s blood pressure ranged from 83/46 mmhg to 133/53mmhg. Mean arterial pressure ranged from 34 mmhg to 129 mmhg. Customer states they are unable to determine how much of the blood pressure changes were due to the fentanyl vs post-operative hypotension and known significant intra-op blood loss due to coagulopathy, and pre-op blood loss from hematoma. The patient continued to experience post-op hypotension from large volume blood loss, treated with blood transfusions, fluid boluses and IV pressors. Patient ultimately suffered multi-organ failure and expired. Additional medications infusing at the time included: fentanyl, 2500mcg in 100ml nacl 0.9%, running at 1mcg/hr (or 1ml/hr) neo-synephrine, 50,000 mcg in 250ml nacl 0.9%, running at 60-300 mcg/min.

Event description:
It was reported that the customer requested a log review to know what was programmed on patient on (B)(6) 2025. It was initially reported there was patient involvement, but outcome was unknown. Through due diligence attempts, additional information was received. Patient was taken for emergency surgery to repair a transected popliteal artery after suffering a mechanical fall. Post-operatively on return to the ICU, the surgeon ordered a fluid bolus of lactated ringers solution. The clinician programmed the pump to 999 ml/hour. Upon hearing the alarm for air in line, it was discovered that the clinician had programmed that rate of 999ml/hr. On the channel that had a fentanyl drip running at 1ml/hour. The patient received the entire bag of fentanyl 2,500 mcg/100ml over approximately 20-30 minutes. Narcan 2mg was administered immediately after the fentanyl administration. The patient was already on a neo synephrine drip to maintain blood pressure; this was titrated up to a max rate of 300 mcg/minute. Levophed drip was added approximately 6 hours after the fentanyl administration. Over the next 6 hours the patient¿s blood pressure ranged from 83/46 mmhg to 133/53mmhg. Mean arterial pressure ranged from 34 mmhg to 129 mmhg. Customer states they are unable to determine how much of the blood pressure changes were due to the fentanyl vs post-operative hypotension and known significant intra-op blood loss due to coagulopathy, and pre-op blood loss from hematoma. The patient continued to experience post-op hypotension from large volume blood loss, treated with blood transfusions, fluid boluses and IV pressors. Patient ultimately suffered multi-organ failure and expired. Additional medications infusing at the time included: fentanyl, 2500mcg in 100ml nacl 0.9%, running at 1mcg/hr (or 1ml/hr). Neo-synephrine, 50,000 mcg in 250ml nacl 0.9%, running at 60-300 mcg/min.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: device manufacture date. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported issue of a programming issue involving fentanyl could not be definitively confirmed or replicated. Log analysis could not confirm a user programming error related to the fentanyl infusion, as the infusion was programmed under the guardrails IV fluids profile. This profile does not associate a specific drug ID, making it impossible to verify whether fentanyl was the actual drug administered at the 999 ml/h rate. However, the analysis did confirm that the suspect pump module was programmed at a rate of 999 ml/h, and that an air-in-line alarm occurred, consistent with the clinician¿s report laboratory testing, as well as external and internal inspection of the suspect devices could not be performed, as they were not returned for investigation. The pc unit (pcu) and pump module were not returned, despite multiple attempts to retrieve them. The facility confirmed that the suspect devices and associated components would not be released to bd. However, the facility provided the logs from the pump modules and pcu, along with a data set, to help determine the details of the reported complaint. A review of the pump module and pcu error logs revealed that no errors were recorded during the event or in connection with the reported incident. Additionally, log analysis confirmed that pump module sn (B)(6) was added to the alaris configuration but was not in use on the date of the reported event. The event date was reported as (B)(6) 2025, although no specific time was provided. Based on the analysis it was concluded that the time of the event was 8:39 pm as the air-in-line was recorded on the suspect pump module s/n: (B)(6). This alarm followed the programming of an infusion at 999 ml/h, which aligns with the clinician¿s report of a fentanyl infusion error. Shortly after, the suspect pump module was reprogrammed to infuse midazolam 100 mg/100 ml (drug ID (B)(4)) at a dose of 2 mcg/h, as also reported by the clinician. However, because the earlier infusion was programmed under the guardrails IV fluids profile, it is not possible to confirm the drug ID associated with the 999 ml/h rate. Log analysis confirmed the infusion of phenylephrine (drug ID (B)(4)) reported by the facility as neo-synephrine and midazolam (drug ID (B)(4)). Of these, only phenylephrine (neo-synephrine) was reported by the facility. The other drugs identified in the logs did not match those reported by the facility, which included lactated ringers, fentanyl, and narcan. The suspect pump module (sn (B)(6)) was added to the pcu at 8:24 pm on (B)(6) 2025. It was programmed nine minutes later to infuse maintenance IV fluids using the guardrails IV fluids profile, at a rate of 999 ml/h and a volume to be infused (vtbi) of 500 ml. The log review confirmed the programmed infusion at 999 ml/h and the air-in-line alarm on the suspect pump module. However, the alarm occurred only between 8:34 pm and 8:39 pm it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pcu event log. This is not a function of the event log; it only can reflect the inputted drug and programming information it receives either manually or remotely with respect to volume to be delivered. Proper operation of the bd alaris¿ system requires familiarity with its features, setup, programming, IV sets, and accessories. Before use, read all instructions, including those for any attached modules. The bd alaris¿ pcu is the core of the bd alaris¿ system, providing a common user interface for programming infusions. However, the bd alaris¿ system user manual emphasizes verifying infusion parameters before selecting the start key. The administration set was requested but was not returned; therefore, it could not be inspected or tested. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported programming error during the fentanyl infusion could not be definitively confirmed. However, a review of the logs did confirm an infusion rate of 999 ml/hr, as reported by the facility on the day of the event, however it is not known if the IV bag containing fentanyl was connected to this device. This rate was reported to have been programmed for fentanyl infusion and coincided with an air-in-line alarm. Inspection and laboratory testing of the devices could not be performed because the devices were not returned for investigation.